Manufacturer narrative:
Justification for no UDI, this device was manufactured before UDI requirements. The customer was contacted for return of the suspect product. The customer has indicated the product will not be returning to zoll. The customer was informed that this device is retired and not on the FDA-approved AED list.

Event description:
Complainant alleged that during biomed testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.